Manufacturer narrative:
On (B)(6) 2013, product was requested to be returned for eval. Pre-paid label was sent to the customer via email.

Event description:
On (B)(6) 2013, received a call from the consumer. Consumer states that the pump was so tight on her breast it caused bleeding.